Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the surgeon used the contour on a low anterior. The surgeon had mobilized fully and the contour was out across the rectum with no problems; the gun was closed and then a rectal wash out was carried out with the gun still closed. The surgeon went to fire the gun and didn't really notice any problems but on inspection of the staple line, it looked like the staples had formed on the middle but not on the outsides leaving a hole that the surgeon could put a finger through. The staff reloaded the gun to see if they could do another firing but the rectal stump was too short and they had to do a hartmann's procedure. Additional information has been requested.

Event description:
Additional information was requested on (B)(6) 2011 and to date, no more information has been received.